Event description:
The distal segment of the lead was later returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Complaint information and partial lead analysis results were previously reported in 1994. This was prior to the adoption of our current database which does not contain that initial report; therefore, this report is being sent to cover the analysis of the distal lead segment which was returned to us in 2009. Evaluation summary: (B) (4) all insulators breached; distal segment returned and analyzed.